Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on (B)(6) 2018. Left knee revised for aseptic failure. Revising surgeon reported that knee demonstrated several areas of lucency beneath the tibia baseplate. Operative findings were cement to metal interface failure. Femur, tibia, and insert were revised. Competitor cement used for primary knee. Doi: (B)(6) 2018; dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient codes). H6 patient code: no code available (3191) used to capture the surgical intervention.

Manufacturer narrative:
H6 patient code: no code available (3191) used to capture the medical device removal depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Medical record ad 17 june 2019 were reviewed on 9 december 2019. (B)(6) 2014: the patient underwent a left total knee arthroplasty secondary to osteoarthritis. Attune implants were used with non-depuy cement. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent a revision of the left knee. Intraoperatively, the surgeon noted that the tibial component was loose at the cement to implant interface. Patella was not revised and all other components (tibial, femoral, and insert) were explanted and replaced with depuy revision knee system and depuy cement. No intraoperative complications during revision surgery. Doi: (B)(6) 2014. Dor: 10-apr-2018 (tibial, femoral and insert)